Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of perforation of vessels and hypotension is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the proximal left anterior descending (lad) artery with 80-90 % stenosis. A 4.0x23 mm xience proa stent, a 3.5x33 mm xience pros stent and a 3.0x15 mm xience pros stent were implanted successfully in the right coronary artery (rca) after successful orbital treatment. The physicians decided to continue treating the lad and after another successful orbital treatment in the proximal lad, non-abbott balloons and a 4.0x28mm xience pros stent was implanted. Post dilatation was performed per standard procedure. Post successful stenting, perforation was noted and drop in blood pressure until revitalization was needed. Two non-abbott covered stents were used to treat the perforation. Pericardiocentesis set was used successfully and patient stabilized. There was no adverse patient sequela. No additional information was provided.